Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, it was reported that the device was not used past expiry date. (Device codes): (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an ultratome xl was used in duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, after the cannulation and the guide wire was in the desired position, the physician attempted to perform sphincterotomy. When current was applied to the device, the cutting wire broke into half. The physician exchanged the device with a second ultratome xl; however, the cutting wire also broke into half. Reportedly, all connections were good and the generator was working fine prior to the activation. In addition, no part of the devices was detached inside the patient. The procedure was completed with a third ultratome xl, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.